Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not prompt the user to deliver the remaining amount when requesting a bolus over 25 units. Review of pump data by tandem technical support showed that the customer had not delivered any boluses larger than 25 units and that the max bolus feature was not set to 25 units. Tandem technical support explained that the customer will only receive the notification to continue delivering beyond the max bolus if the setting is set to 25 units. Contact reported that customer's blood glucose level was above 200 mg/dl; however, exact value was not provided.